Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 72 mg/dl at the time of admission. The customer was low due to high rates that meant they got too much insulin delivered. The customer was at 149 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer was having problems logging into carelink to upload their pump. The insulin pump will not be returned for analysis.